Event description:
The customer ran blood glucose tests on her two contour meters and received readings of lo and hi. The difference between the readings falls in the "d" or "e" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. She declined troubleshooting and provided only the meter information. At the customer's request, extra strips were sent to her.